Event description:
Aspen surgical received a report from the distributor indicating that a sterile tip cleaner was found with a defective seal. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot number was available for review. The distributor indicated that the defect was found during incoming inspection. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. A review of the sample confirmed the reported issue from the distributor. According to the manufacturing process, these parts are manually loaded into recessed pockets on a packaging machine per specified work instructions. If incorrectly loaded or not orientated properly, the product interferes with the sealing process. Therefore a likely root cause for the parts in the seal may be attributed to an operator error. The IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors were notified of this issue. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a sterile tip cleaner was found with a defective seal. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as (B)(4).